Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a (B)(6) female who received treatment with poly-l-lactic acid (sculptra) one application (of unk volume) monthly for neck laxity. On the third application, the pt developed three nodules on the neck and there were two more nodules developing at the time of the report. Moreover, the pt complained that there was not improvement in her neck after application. In response to the event her physician has been injecting an unspecified solution above the nodule but this treatment is not working. The outcome is ongoing. The reporter's causality is not provided. (B)(4). Addendum for follow-up info received on 03-sep-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.